Event description:
"E" was initially received via regulatory authority (food and drug administration, reference number: mw5080223) on 23-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("perforating the fallopian tube and bowel next to it") and gastrointestinal injury ("perforating the fallopian tube and bowel next to it") in a female patient who had essure (batch no. 20185637) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium carbonate, fluoxetine hydrochloride (prozac), melatonin, spironolactone and zinc. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), gastrointestinal injury (seriousness criteria hospitalization, medically significant and intervention required), scar ("scar tissue surrounding coils") and pelvic adhesions ("one had adhered to the bowel, one had adhered to the bowel"). The patient was treated with surgery (she underwent hysterectomy to remove the essure) and surgery (she underwent hysterectomy to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, gastrointestinal injury, scar and pelvic adhesions outcome was unknown. The reporter provided no causality assessment for fallopian tube perforation, gastrointestinal injury, pelvic adhesions and scar with essure. The reporter commented: serious injury criterion: (hospitalization, required intervention) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Was initially received via regulatory authority (food and drug administration, reference number: mw5080223) on 23-oct-2018. The most recent information was received on 01-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("perforating the fallopian tube and bowel next to it") and gastrointestinal injury ("perforating the fallopian tube and bowel next to it") in a female patient who had essure (batch no. 20185637) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included calcium carbonate, fluoxetine hydrochloride (prozac), melatonin, spironolactone and zinc. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria hospitalization, medically significant and intervention required), gastrointestinal injury (seriousness criteria hospitalization, medically significant and intervention required), fallopian tube disorder ("scar tissue surrounding coils") and pelvic adhesions ("one had adhered to the bowel, one had adhered to the bowel"). The patient was treated with surgery (she underwent hysterectomy to remove the essure) and surgery (she underwent hysterectomy to remove the essure). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, gastrointestinal injury, fallopian tube disorder and pelvic adhesions outcome was unknown. The reporter provided no causality assessment for fallopian tube disorder, fallopian tube perforation, gastrointestinal injury and pelvic adhesions with essure. The reporter commented: serious injury criterion: (hospitalization, required intervention) and event date (B)(6) 2018 were reported, but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.